Event description:
Revision due to pain and tibial tray loosening.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The initial reporting stated the product would not be returned. Repeated attempts to obtain the complaint samples proved unsuccessful. The investigation start date came from the date the last to-do activity was completed. The lot number required to search the complaint database and review the device history records by product and lot was not provided. The investigation could not draw any conclusions about the reported event with the information available. Based on the investigation findings, the need for corrective action is not indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.